Manufacturer narrative:
No device problem was found from review of the DHR. The devices in ert-8l10 were produced as per established manufacturing procedures. All process specifications were met. Further attempts will be made to obtain additional information.

Event description:
A patient presented with pain and discomfort after laparoscopic repair of a hernia. Upon reoperation, the surgeon found the device unincorporated and he removed the device.